Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for post traumatic neuralgia and spinal pain. The patient reported that they are having to charge their implant more often than expected. The patient stated that at first he kept up with charging every week and it wouldn't take long. He said that when he sits and charges like normal the ins would show it's almost dead. He didn't feel "like it was being used that much" and he noticed ins is not lasting as long as it was before. No further patient complications have been reported as a result of this event.